Manufacturer narrative:
During preventative maintenance (pm), the thermogard console (sn: (B)(6) didn't complete self-testing and displayed a tcmid:02 (ce danfoss error) error message. The thermogard console was returned to zoll japan service depot for an in-depth investigation. The noted tcmid: 02 error message was verified during functional testing. The root cause of the tcmid: 02 error was the malfunctioning danfoss module, likely attributed to the device's aging, the device's life expectancy is 5 years. The thermogard console was manufactured in march 2018 and is over 6 years old. The danfoss electronic controller module was replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with sn: (B)(6).

Event description:
During the preventive maintenance (pm) performed at the customer site, the thermogard console (sn: (B)(6) didn't complete self-testing and displayed a tcmid:02 (ce danfoss error) error message. No patient involvement.